Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. No deviation, anomaly, or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Further information from the healthcare professional indicated they inquired about information on infections, but did not clearly state if the patient has an infection.

Manufacturer narrative:
Medwatch sent to FDA on 5/4/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an abscess that was "red and flushed" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Company representative reported on behalf of the healthcare professional that after injection in the cheeks with two syringes of juvederm voluma xc, the patient developed an abscess that was "red and flushed" on the left cheek 21 days after injection. The patient was treated on the day of onset by having the injecting healthcare professional "drain the abscess." The patient was also prescribed clindamycin and bactroban the same day. Approximately 2 weeks later, the patient developed an abscess in the nasolabial fold while still on clindamycin. A culture was performed that came back negative. The patient is allergic to doryx and was taking medication for an autoimmune disease concomitantly. Patient was also concomitantly injected with botox&#60320; symptoms are ongoing.